Event description:
Updated event description: it was reported that on (B)(6) 2020, the driving cap tip broke off. Half of the thread remained inside the radiolucent insertion handle. The driving cap was split in 2. No more than 2 pieces were produced from this device breaking. Additional intervention required was difficult since the driving cap failed staying attached to the insertion handle, we had nowhere to attach the back slap to remove the nail and insertion handle. We need an additional tool to aid in removal. The nail never permanently needed to be removed. The situation goes like this: we were impacting the nail and while impacting the nail into the femur, the threaded impactor tip broke. However, we still were not all the way seated into the femur. We loosely held the threaded impactor too against the targeting arm to try and impact the rest of the nail but it wouldn¿t go down. So we needed to temporarily remove the nail from the femur to go up on our reamer size. However, with a broken threaded impactor, we had nothing to either backslap or mallet the nail and targeting arm out. So we had to mallet against the targeting arm to get out. We eventually got the nail out, increased our reamer diameter, and reinserted the nail. This time we were successful in seating it all the way down. However, from needing to mallet against the targeting arm, I¿m sure we compromised the integrity of the carbon on the targeting arm. No fragments were generated from the insertion handle. Nothing was compromised. There were 8-10 minutes of surgical delay. The surgery was successfully completed. No patient was compromised. The patient was treated with im nailing and surgery was performed and executed as planned. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. H3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: the driving cap/threaded (part # 03.010.523 & lot # l812376) was received at us cq. Upon visual inspection it was noticed that the threaded distal tip is broken off at the most proximal end. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. Due to the threaded distal tip was lodged in the insertion handle, the diameter of the groove proximal to the broken tip was measured. During the investigation no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 & lot # l812376) as the threaded distal tip was broken off at the most proximal thread part. While no definitive root cause could be determined, it is possible the device encountered unintended forces when it was used. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.010.523; lot number: l812376; manufacturing site: bettlach; release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5. E1-e4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: it was reported that on (B)(6) 2020, the driving cap tip broke off. Half of the thread remained inside the radiolucent insertion handle. The driving cap was split in two pieces. This occurred as the surgeon was impacting the nail and it was while impacting the nail into the femur, the threaded impactor tip broke. However, the nail was not all the way seated into the femur. The threaded impactor was held loosely against the targeting arm to try and impact the rest of the nail but it wouldn¿t go into place. The surgeon needed to temporarily remove the nail from the femur to go up on our reamer size. Additional intervention was required since the driving cap failed staying attached to the insertion handle. There was no place to attach the back slap to remove the nail and insertion handle. We needed additional tools to aid in removal. The surgeon had to mallet against the targeting arm to get out the nail. The nail was able to be temporarily removed and the surgeon increased the reamer diameter, and re inserted the nail. This time the surgeon was successful in seating the nail into place. However, from needing to mallet against the targeting arm, potentially compromised the integrity of the carbon on the targeting arm. No fragments were generated from the insertion handle. All fragments were removed from the driving cap. There was a 8-10 minutes of surgical delay. The surgery was successfully completed. Patient was treated with im nailing and surgery was performed and executed as planned. Concomitant devices reported: radiolucent insertion handle (part: 03.033.001, lot: l849567, quantity: 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2020, the driving cap tip broke off. Half of the thread remained inside the radiolucent insertion handle. The driving cap was split in 2. No more than 2 pieces were produced from this device breaking. No fragments were generated from the insertion handle. Nothing was compromised. There was a surgical delay of eight to ten (8-10) minutes. The patient was treated with im nailing. The surgery was performed and executed as planned. The surgery was successfully completed. Concomitant devices reported: radiolucent insertion handle (part: 03.033.001, lot: l849567, quantity: 1) this complaint involves one (1) device. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).